Event description:
Patient had soletra quadripolar neurostimulator implanted in 2001 for the treatment of parkinsonian tremor. Patient reported that the pt's stimulator was turned off by a home security system. Patient did not report any injuries and the hcp confirmed that the patient had not been treated for this event. Physician and hosp manual indicates that theft detectors and airport/security screening devices can affect the neurostimulator output and pt stimulation. "Advise your pts to use care when approaching theft detectors or airport/security screening devices. If they feel unwanted stimulation as they approach the device, suggest that they request assistance to bypass the device."